Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): - the deviation of the 2 k-wires placed was detected by the surgeon with intra-operative 2d c-arm (x-ray) imaging before placing their following spine screws and before finalizing the surgery, and these placements were addressed at the very same surgery. - the final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. - there was no direct (or increased) risk of harm to a critical structure due to the deviating initial placements. - there was no harm nor negative effect to the patient due to the placements, also not due to the surgery/anesthesia prolong of ca. 30min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the ca.1-2mm caudal deviation of the right l5 k-wire and the ca. 2-3mm caudal target deviation (angulation) of the s1 k-wire placed in the spine with the aid of navigation, is: - against brainlab instructions for use, the 2.4mm navigated drill guide tube was used to guide the k-wires with their diameter of only 1mm, creating a slackness in between these instruments, allowing the k-wires not to accurately follow the by the navigation for the drill guide tube displayed trajectory. The labelled diameter of the navigated drill guide tube chosen must match the diameter of the guided instrument, such as k-wires, to allow for accurate navigation guidance. As an additional, to a lesser extent contributing factor: - as per the screenshots provided, the navigated drill guide tube was not exactly aligned to the planned trajectory for these placements. Since the navigation continuously displayed the current instrument location to the user, the navigation display did not contribute to this additional factor adding a slight further deviation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar and sacral spine for a posterior lumbar interbody fusion (plif) of vertebrae l5 and s1, with intended placement of 4 vertebra k-wires and following screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: - with the patient in prone position, attached the navigation reference array on the spinous process of vertebra s1. - acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and accepted the accuracy to proceed. - starting with right l5, used the navigated pointer to determine the incision and screw trajectory, and the navigated drill guide 2.4mm to drill into the vertebrae to create the pilot hole. - placed a k-wire (not navigated) into the vertebra following the pilot hole. - repeated the same navigated method to place the second k-wire in right s1. - acquired intra-operative control 2d c-arm (x-ray) images, and determined that the k-wires placed deviated from their intended positions, in l5 by ca. 1-2mm at the entry, in s1 by ca. 2-3mm at the target caudal. - decided to remove these 2 k-wires, and to place the spine screws with conventional methods under fluoroscopic guidance, as well as to continue and complete this surgery with the conventional methods. - completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): - the deviation of the 2 k-wires placed was detected by the surgeon with intra-operative 2d c-arm (x-ray) imaging before placing their following spine screws and before finalizing the surgery, and these placements were addressed at the very same surgery. - the final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. - there was no direct (or increased) risk of harm to a critical structure due to the deviating initial placements. - there was no harm nor negative effect to the patient due to the placements, also not due to the surgery/anesthesia prolong of ca. 30min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.